Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that, while they were trying to insert the lead into the implantable neurostimulator (ins) on (B)(6) 2016, the insulation part, just proximal to where the lead inserts into the header block, the insulation was coming down on the lead and they were unable to fully insert the lead into the ins header block. It was decided to replace it with a new lead, which worked fine. It was deemed that the lead had an insulation breach and was thrown away. The rest of the procedure went fine and there were no reported symptoms.